Manufacturer narrative:
(B)(4). Meter not returned for evaluation. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 01/05/2017 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage.

Event description:
Customer called about purchasing a new vial strips (100 test strips) and one of the vials of 50 had the strips open in the bottom of the box without the cap on the test strip vial.